Manufacturer narrative:
Approximately 3.5 cm of the peritoneal catheter was returned. The catheter met the requirements for patency and leak testing. There was proteinaceous debris noted in the exterior of the catheter. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that cerebrospinal fluid was found to be leaking from the device. According to the report the device was explanted on (B)(6) 2016 and replaced with another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.